Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was still black even after replacing the battery. The customer¿s blood glucose level was 542 mg/dl at time of incident. Their current blood glucose level was 158 mg/dl. The customer was currently not using the insulin pump. The customer declined troubleshoot for high blood glucose. They will be sent a replacement battery cap. The insulin pump will not be returned for analysis.